Event description:
Medtronic talent thoracic stent graft with xcelerant delivery system was inserted through patient's right femoral artery into aorta. Device got "stuck" in aorta, requiring an exploratory laparotomy to be performed to retrieve device and repair aorta with a hemashield tube graft.